Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an internal fixation surgery performed on (B)(6) 2021, on (B)(6) 2021 the 4.5mm lat dist femur lck pl 8h r 193mm was repositioned. On (B)(6) 2022 x rays showed that the 4.5mm lat dist femur lck pl 8h r 193mm was fractured and on (B)(6) 2022 the 4.5mm lat dist femur lck pl 8h r 193mm was removed and exchanged. The current health status of the patient is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured into two components, rendering the device inoperative. Both of the fractured components were returned along with the mating screws. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the limited information provided, the clinical root cause of the surgical repositioning and the subsequent breakage of the device cannot be concluded. The persistent non-healed fracture as well as the patient¿s weight bearing status and subject activity level, which were not provided, cannot be ruled out as contributing factors to the reported events based on the information provided. The patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an internal fixation surgery performed on (B)(6) 2021, on (B)(6) 2021 the 4.5mm l-d fem lk pl8h r 193mm was repositioned. On (B)(6) 2022 x rays showed that the 4.5mm l-d fem lk pl8h r 193mm was fractured and on (B)(6) 2022 the 4.5mm l-d fem lk pl8h r 193mm was removed and exchanged. The current health status of the patient is unknown.

Manufacturer narrative:
B5, d4, h4, updated.